Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6. The following sections were corrected: d1. H6: proposed code: mechanical (g04) ¿ stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Radiographs were provided and review identified the following: single ap view of the bilateral hips demonstrate a right total hip arthroplasty with acetabular reconstruction. Oblique periprosthetic fracture involving the proximal right femoral diaphysis lateral cortex. A definitive root cause cannot be determined. Based on the radiographs reviewed the complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Event description:
It was reported a patient underwent a right hip revision approximately eleven months post implantation due to a periprosthetic fracture. The stem was removed and replaced. It was reported that no additional information on the reported event is available at this time.

Manufacturer narrative:
(B)(4). G2: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.